Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned device system implant procedure, a different delivery catheter was used instead of what was typically used for a left bundle branch pacing (lbbp) lead placement due to the patients "huge heart" and permanent atrial fibrillation with slow ventricular rate. It was further reported that during the lbbp lead implant, the patient suddenly developed ventricular tachycardia (vt) with a rate of 200+ beats per minute. Multiple external defibrillation sessions were performed. The procedure was cancelled, and the patient was transferred to the intensive care unit (ICU). The lbbp lead was not implanted. No further patient complications have been reported as a result of this event.